Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the screen on the insulin pump has dots and dark pixels. It was stated that the damage has been getting worse and now the customer has difficulty reading the display. The insulin pump was not dropped or bumped. The insulin pump is being replaced due to a motor error received on (B)(6) 2015. It was advised to discontinue the use of the device and revert to back up plan. Blood glucose value is unknown.